Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as a ¿plastic piece¿) was seen on the needle of a bd insyte¿ autoguard¿ bc shielded IV after use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: one actual sample was returned for the investigation of this complaint. Only the cannula hub assembly was returned. No cannula was returned. Our quality engineer inspected the returned unit and could not identify any manufacturing related defects. No foreign matter was identified. A device history record review showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.